Event description:
Customer reported that she was unable to give herself insulin. Customer stated that she attempting a bolus and was unable to see the screen and was only able to hear the beeps. It was noted that the insulin pump may have been exposed to moisture from exercising. Customer's blood glucose readings were reported to be 470 mg/dl at the time of the incident. No further information reported.

Manufacturer narrative:
Insulin pump received with intermittent button response due to lcd keypad connector not plugged in properly. No moisture damage on electronics noted. Insulin pump received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.